Event description:
It was reported that the unit had a battery failure. There was no patient involvement during the time of the reported event. There was no patient or user harm reported. The customer reported that the battery was replaced, and the issue was resolved. The ventilator was returned to use.